Manufacturer narrative:
The freedom onboard battery was returned to syncardia for evaluation. During investigation testing, the onboard battery performed as intended, and there was no evidence of a malfunction or an indication of low capacity. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that a patient's freedom onboard battery has a low capacity.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom onboard battery had a low capacity, it would not prevent the freedom driver from performing its life-sustaining functions. Patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that a patient's freedom onboard battery has a low capacity.